Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Customer addressed the elevated bg by manual insulin injection. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.